Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose ran as high as 500 mg/dl. The customer was treated with the insulin pump. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The caller declined further troubleshooting and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.